Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced chipping of their teeth and onset of tmj directly related to the use of the aligners. They consulted with their dentist who has confirmed that the aligners have contributed to the damage and for them experiencing ongoing pain and discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.